Event description:
It was reported via legal documentation that a patient had a total right knee arthroplasty on (B)(6) 2011 and then approximately 12 years, 11 months later on (B)(6) 2024 the patient had a surgical revision. Revision operative report (B)(6) 2024-postoperative diagnosis: aseptic loosening of right total knee. Patient revised to competitor's devices. Patient with radiographic evidence of aseptic loosening of the femoral and tibial components with areas of osteolysis in femur and tibia. Negative for infection. There is evidence of catastrophic polyethylene wear with visual deterioration of the polyethylene with multiple polyethylene fragments throughout the knee. Patella polyethylene component was undermined with areas of osteolysis. The patient has experienced implant pain. No further issues or complications were reported. The patient was awakened and brought to the recovery room in stable condition. There is no device return. There is no other information provided.

Manufacturer narrative:
Report number: 1038671-2024-00679. D10 concomitant products: (B)(6) - 200-21-11 - cr tibial insert sz 1, 11mm. (B)(6) - 200-04-22 - cemented finned tib. Tra sz 2f/2t. (B)(6) - 230-03-01 - optetrak asy,cr cemented femoral, sz 1. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00679. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.